Event description:
On (B)(6) 2012, a pt contacted our affiliate in (B)(4) by email. The pt states he/she was switched to 1-day acuvue moist brand contact lenses and "I contracted an infection of my cornea needing hospital treatment." The pt reports previous use of a 2 week lens "which apparently allow more oxygen through." The pt has not responded to several attempts to contact. The pt did not provide lot info and availability of product is unknown. The only contact info provided was an email address. As details of this injury are not available, this is being reported as worst case. If additional info is received, we will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Method - device not returned. No evaluation will be performed. Conclusions - no conclusion can be drawn.